Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2009. Subsequently, an alleged revision was performed (B)(6) 2012 due to alleged pain, discomfort, dysfunction, loss of range of motion and metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 4 mdrs filed for this event (reference 1825034-2013-01746 / 01749). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2009. Subsequently, a revision was performed (B)(6) 2012 due to alleged pain, discomfort, dysfunction, loss of range of motion and metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information provided in patient medical records indicates that the revision that took place on (B)(6) 2012 was due pain and vertical position of the acetabular cup. Operative notes indicate presence of black-gray metallic-stained synovium and grayish-green, turbid joint fluid consistent with metallosis. Corrosion at the taper adaptor and trunnion was noted. The cup, head, and taper adaptor were removed and replaced with competitor components.